Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Analysis was unable to perform the displacement test or verify motor position encoder error alarm in alarm history screen due to motor error alarms. The pump had a scratched display window, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer's husband reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 214 mg/dl. Husband states the customer had an MRI, so he placed pump in pocket and is now having a motor error. He sates they were able to rewind the pump and asked to check settings. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.